Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Twelve devices were received for evaluation; 12 events were confirmed during testing. Ten devices were found to be affected by trigger assembly wear and corrosion. Two devices were found to have a worn trigger assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the devices ran-on. There was no patient involvement for 10 reported events; no patient impact. There was patient involvement for 1 reported event; no patient impact. For 1 event, there was unknown patient involvement and unknown impact.